Event description:
It was reported that patient underwent a procedure utilizing a suture passer in 2009. During the procedure, the shaft where the nitinol pusher passes was blocked. This caused a delay of thirty minutes to the procedure.

Manufacturer narrative:
(B) (4) this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process.

Event description:
The customer stated that samples from four patients generated discrepant architect b-hcg results. The second patient sample generated an initial falsely elevated result of 26 miu/ml that was repeated at less than 1.2 miu/ml. The discrepant result was not reported out of the lab, and there was no impact to patient management documented.

Manufacturer narrative:
(B)(4), evaluation results: architect b-hcg assay results. Conclusion, 68: other: architect b-hcg assay results. An investigation was conducted in response to the complaint. A review of the complaint text, device manufacturing records, assay package insert and the results of the field service inspection was performed. The assay package insert addressed this issue under "limitation of results interpretation" , "trouble shooting and diagnostics" and "specimen collection and preparation". The review of the complaint text and the field service inspection revealed that the robotic sample handler was not positioning the sample carriers correctly for aspiration. A three- month search for complaints of similar incidents was also conducted and no complaints with similar root cause were identified. Based on the investigation results, sample preparation and hardware failure were not able to be ruled out as potential causes of this issue and a malfunction could have been contributed to the incident. This is a final report.